Event description:
Event description cpi received information that this patient had many inappropriate shocks, and was oversensing. The physician elected to replace the entire system. The endotak transvenous defibrillation lead (0064) was cut and capped, due to a suspected insulation problem.